Manufacturer narrative:
This report is for an unknown plate/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a procedure with a philos plate treating proximal humeral fractures. At medical follow-up, it was reported that the patient experienced an unspecified adverse event. On (B)(6) 2020, the patient underwent a revision procedure. The surgeon originally planned to replace the philos plate, but he chose an unknown prosthesis replacement. It was reported that the patient passed away on (B)(6) 2020. No further information was provided. Concomitant devices reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) plate. This is report 1 of 2 for (B)(4).